Event description:
It was reported that the bifurcated adapter leaking at y site during packed red blood cell transfusion. Replaced, and 2nd adapter also leaking at the y site.

Manufacturer narrative:
Device evaluation - one used sample and 22 unused samples from the same lot number were provided for evaluation. All samples were subjected to leak testing under pressure, and no sample exhibited a leakage condition. The returned samples were found to be within specification and therefore root cause for the reported event could not be determined. A review of manufacturing records for the provided lot number was conducted and no discrepancies were found., corrected data: manufacturer name added

Manufacturer narrative:
Corrected data: updated aware date (g4).